Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the crosssail balloon catheter was used to predilate the distal part of the lesion. A balloon rupture was noted when the crosssail balloon catheter was pulled back and again inflated. The procedure was successfully completed with another company's device. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. It was reported that the crosssail ruptured upon the second inflation as it was pulled through the lesion, suggesting that the rupture may have been related to circumstances of the procedure and not a manufacturing issue. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Unfortunately, without the device to examine, a conclusive root cause for the reported balloon rupture could not be determined.